Event description:
The ge oec 9900 fluoroscopy system was reported to have intermittent vertical lift column failure.

Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the failure. The ps3 power supply connections were re-seated to assure proper function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.